Manufacturer narrative:
The reported complaint of ua45 (not at "home" position after power-on/restart) error message on the autopulse platform (sn (B)(4)) was confirmed during functional testing and during archive data review. The investigation findings revealed that the root cause of ua45 was due to the driveshaft not at the "home" position. Per the autopulse resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on. A user advisory - ua45 will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory - ua45, pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Unrelated to the reported complaint, a damaged motor cover and patient shoulder restraints on the ap platform were observed during visual inspection. These types of damages on the ap platform can occur due to normal wear and tear. The damaged parts were replaced. The autopulse platform is a reusable device and was manufactured in (B)(6) 2004. The device has been operating for 14 years and has exceeded its expected serviceable life of 5 years. During archive data review, multiple errors ua 45 (shaft not at "home" position) identified on the date the event occurred. Thus, confirming the reported complaint. Initial functional testing could not be performed due to ua 45 (not at "home" position after power-on/restart) displayed upon platform power on. Thus, confirming the reported complaint. To remedy ua45, the driveshaft was rotated back to home position by using the administrative menu. The ap platform was retested and passed all functional tests. The ap platform is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for autopulse with serial number (B)(4).

Event description:
During staff training, the autopulse platform (sn (B)(4)) displayed user advisory - ua45 (not at "home" position after power-on/restart) error message upon powering on. The staff was unable to clear the advisory. No patient involvement.